Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was not connecting. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and showed one use remaining. It passed the energy delivery, recognition, and engagement tests, demonstrated intuitive motion with a full range of movement, and the grips opened and closed properly. No physical damage was observed, and the instrument was fully functional. No product issue was identified. Additional unrelated findings not reported by the site: the instrument had a severely bent grip with misaligned grip tips. Visual inspection also revealed charring and localized melting on the bipolar yaw pulley near the grip. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.